Manufacturer narrative:
(B)(4). The peritonitis occurred on an unknown date in (B)(6) 2015. The sample was not returned for evaluation and the lot number is unknown, therefore a device analysis could not be performed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported a patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. The cause of the peritonitis was reported by the caregiver as that there were nodules in the stomach which tested positive for "non-tuberculosis mycobacterium" and that it was a "non-tuberculosis mycobacterium infection." It was reported the patient was hospitalized ten days prior to receipt of this report for two other indications and while hospitalized the patient was diagnosed with peritonitis. The patient was treated with "many unknown antibiotics" for the peritonitis event. The patient was discharged eleven days after admission. At the time of this report the patient was recovering from this peritonitis event. The pd catheter was removed and the patient is currently performing hemodialysis therapy with a plan to return to pd therapy in four to six months. No additional information is available.